Event description:
It was reported that the patient's right ventricular lead exhibited r-wave amplitude variation prior to generator changeout procedure. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.